Manufacturer narrative:
On-site functional and visual examination was performed by a manufacturer representative. The pciop was replace and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The pciop was returned for analysis. Functional testing confirmed that the pciop was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that during the case the camera cart went black and displayed the pcoip logo then reconnected. It was noticed by a representative and the surgeon did not notice the issue. The surgeon was not navigating at the time so there was no lost or intermittent tracking information. There was no delay and no impact to patient outcome.